Event description:
Clinical study. During a coronary drug eluting stenting treatment procedure, a dissection occurred. Target lesion 1 was identified in the mid rca with 90% stenosis and a 4.0 mm reference vessel diameter. Initially, balloon angioplasty was performed in the distal, mid, and proximal rca. Target lesion 1 (rca) was then treated with placement of a 3.5 x 28 mm taxus express2 8.8% stent. The stent was post dilated, resulting in perforation leading to tamponade and hypotension. A code was called and an emergency pericardial window was made. Postoperatively, the pt developed respiratory failure and cardiogenic shock. An intra-aortic balloon pump and temporary pacing wire were inserted. The pt's blood pressure came back up. The existing wire was used to deploy a balloon within the stented segment. Inflation of the balloon sealed off the perforation. A covered stent was then deployed in the mid rca, sealing off the perforation. Final angiogram revealed good flow into the rpda distribution. It was noted that the pt did have significant right heart dysfunction as a result of this insult. The pt's cardiac enzymes met guideline criteria for myocardial infarction. The pt was treated with IV vancomycin secondary to a presumed mediastinal infection. The pt was discharged 12 days later. In the opinion of the physician the event was not related to the taxus stent.